Event description:
Biomed requested assistance with reading an event log related to an overinfusion of norepinephrine. Stated norepinephrine was to infuse over 24 hours but half the bag infused in a short time; this was noted when the pt was transferred to a different unit. Profile would have been critical care of med surg. No info available about concentration, rates, volumes, sns, etc. There was no pt harm reported and no medical intervention was required. Customer stated that no additional event or pt info is available at this time.

Manufacturer narrative:
(B)(4). Although requested, neither device nor event logs have been received. A f/u report will be submitted with failure investigation results should the device or logs be received for eval.